Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances, measuring greater than 3000 ohms. Several questions on how the device declares alerts were answered to the caller. The lead remains in service at this moment. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances, measuring greater than 3000 ohms. Several questions on how the device declares alerts were answered to the caller. The lead has been surgically abandoned. No additional adverse patient effects were reported.